Event description:
During a spondy procedure, the green tab on the locking sleeve would not disengage and the sleeve would not release from the screw. The surgeon had to use another instrument to pry it from the screw. After reducing the spondy and assembling the construct, the surgeon could not get two (2) threaded persuaders off the screws without a lot difficulty. When the procedure was completed and the persuaders were finally able to be disassembled, it was discovered the black knob inside was disintegrated and that was why they would not release the screws. There was an extension of 15 to 20 minutes to the procedure, and no harm to the patient. This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Product development event evaluation reveals previously documented observations. The first reported that the locking holding sleeve has been designed to reduce the possibility of unintentional lifting of the green locking ring during screw insertion. The geometry of the device and the resistance felt in the green locking ring was adjusted during the design process to ensure that a deliberate maneuver is required to lift the green locking ring. The risk analysis addressed the problem of the locking ring being unable to move, by instructing that if the operator is having difficulty using the instrument, he can leave it in the locked position, or use one of the original holding sleeves in the set. The resistance felt when moving the green locking ring is a normal and intentional attribute of the device and the device operated as intended. The second observation reported that an improper assembly of the instrument (not fully seating the insert) by the operators likely caused the reduction insert to see excessive loading in the region of failure during reduction. Rather than having the axial loads reacted by the thrust surface on the underside of the head, the fingers instead contact the retention rib and are squeezed into the inner tube as reduction loads are applied potentially causing them to break. The flanges at the distal tip of one of the persuaders probably deformed when the surgeon was trying to remove the persuader from the screw. An internal corrective action has been opened to address this issue. The complaint lot numbers were manufactured prior to the corrective action and design change.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional manufacture date 3/28/2011. Original awareness date is 8/10/2012.